Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2017 stating that the daily threshold measurements was not received. Using the partial data received, it cannot be determined why the device may have increased to 3.5v amplitude in the rv. The following physician was dr. (B)(6) at (B)(6) center in (B)(6). The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).